Event description:
It was reported that the pump battery intermittently could not be charged. Customer's blood glucose level was 205 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.